Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion. It was reported that the stent stripped from the balloon. It was also reported that the device or component detached, cracked or fractured. No patient injury was reported.

Manufacturer narrative:
Additional information: the lesion being treated was a calcified, sub-occlusive lesion in the distal right artery. The device was inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion underwent two pre-dilations using a 1.0 and 2.0 balloon. The device did not pass through a previously deployed stent. Resistance was noted advancing the device to the lesion due to the calcification. Excessive force was not used. Resistance was noted during withdrawal of the device. Excessive force was not used. It was stated that this was a complex procedure. It was later confirmed that a stent dislodgement occurred only and there was no device or component detachment, crack or fracture. The stent was unable to reach the lesion and dislodged during advancement before reaching the lesion. The dislodged stent was removed. The patient had no trouble due to the procedure. Patient age, weight and sex provided. Correction: initial reporter's full name and phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per position specification, but due to proximal and mid stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal and mid stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information the device was not implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.